Event description:
Adverse event(s): "none reported" (no consequences or impact to pt). Product problem(s): "cracked lens" (crack [iol (intraocular lens) implant]). A user facility reported that an intraocular lens (iol) was noted to be cracked when the package was opened. There was no pt impact.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 03/18/2010 by mail. A completed questionnaire received on 03/29/2010. (B) (4). (B) (4).